Event description:
Patient #1: zosyn 2.25g/50ml ns ordered q12h, 0800 and 2000 hours. Zosyn administered at 2030, administration completed at 2330. At 0530, noted that zosyn IV bag still had at least 50% of liquid in it despite running for full 3 hours. Slide clamp was clamped. No IV pump alarms sounded during administration. Pharmacist notified. Per pharmacist, update mar (medication administration record) and continue existing schedule. Patient #2: upon assuming care of patient and reviewing continuous infusions, I noticed that the patient¿s pitocin was clamped off but that the pitocin pump was still infusing. For some reason the pump wasn't alarming and according to the mar (medication administration record) the pitocin had been on for a few hours so I'm not sure how much of the pitocin the patient actually received, if any at all. Patient #3: patient admitted to picu (pediatric intensive care unit) dehydrated, with hyperglycemia, hyponatremia. Ivf running on admission. Pump appeared to be infusing appropriately, but ivf bag found to have no volume change over four hours. Baxter pump never alarmed, piv functioning appropriately, total volume infused on pump calculated based on expected infusion rate (but not matching what was out of the bag that was hanging). Pump was switched out of patient care area, maintenance requested. Patient #4: intubated patient who had many periods of agitation was on precede drip. Rn kept adding volume on pump but volume not decreasing in bottle. Pump volume would read zero but volume in bag unchanged. Changed IV pump and volume infusing correctly. Other pump tagged and removed from service. Patient #5: error with baxter pump. 250cc bag of remifentanil had ~25cc remaining at end of case. Pump screen noted volume delivered was 326cc. Crna was certain she did "new patient" which zero's out volumes. Notation made in patient chart. Patient #6: concern for fentanyl gtt pump not infusing medication. At start of shift pump infusing fentanyl was programed for a volume of 45cc (bottle appeared to be new/full). Later in the afternoon volume left on pump read 11cc but fentanyl bottle was still completely full, and no drips were falling in drip chamber. There were no alarms alarming on the pump all day. Tubing was then removed from pump and reset into pump and drips began dripping. Tubing that had been in the pump was noted to be very compressed and kinked. After this event, pump was working properly and patient was properly sedated. Patient #7: at the change of shift (start of my shift) patient developed a sudden decreased in bp to 63/33, levo maxed to 3 mcg/kg/min, epi increased to 0.3 mcg/kg/min, was also on vaso 0.03 units/min. Received 5% albumin and 1 unit rbc's ordered. Nursing noted that the levo gtt was not going as fast as it was programmed. Pump never beeped. Once pump was changed, levo and vaso was able to be weaned to previous setting. Management notified; pump set aside to be given to management. Patient #8: baxter pump should have been infusing calcium citrate at 440 ml/hr. Drip chamber full so drops from bag not able to be observed. Patient calcium levels well outside expected range. When assessing issue, drip chamber partially emptied to observe flow. No drips noted and medication not being delivered despite pump appearing to be infusing at 440ml/hr without any active alarms. Changed to new pump, drips observed. Device pulled from service and sent for repair. Patient #9: patient on 6-1 had 1g/100ml calcium gluconate hung via IV pump. IV pump appeared to be infusing. 1 hour later, IV pump alarmed that infusion was complete. The bag of calcium gluconate was full and had not infused at all. There appeared to be an upstream occlusion in the IV tubing but there was never an upstream occlusion alarm. Equipment ID (B)(4) - no "y" number sticker on pump. Patient #10: patient returned from or at ~1230 on 0.08 of levophed. Over course of a few hours, patient with increase in requirements, up to 0.3 by 1600. Drip chamber was assessed to ensure drops were falling, patient's access was assessed/flushed to ensure nothing was kinked at the site. At ~1600 pump alarmed reading "infusion complete", but bag was still full. Upon assessing bag tubing was noted to be kinked above the pump. Pump did not alarm throughout this time at all. Prior to this being noticed, team was assessing patient at bedside and preparing to start vasopressin as well. Once line was straightened out, patient's blood pressure quickly improved and levophed requirements decreased. Pump never alarmed.